Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
A company representative reported a placement signal not reliable alarm with an impella cp. The company representative confirmed placement was checked and "ok" and the motor current (mc) was unchanged on p* with good flows and hemodynamics were stable. They have disabled pm and are monitoring mc and hemodynamics are moving forward.

Manufacturer narrative:
Updated information: h6 component code updated the investigation for the placement signal issue has been completed. The cause of the issue was not established as no product or logs were returned for analysis and limited clinical information was provided